Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure while operating on the patient. The needles were falling out of the jaws of the suturing devices. They were not holding the needle. There was no patient involvement, no patient injury, and no medical intervention required.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure while operating on the patient. The needles were falling out of the jaws of the suturing devices. They were not holding the needle. One of the needles fell out while loading the needle prior to use and the other fell into the patient cavity after a few stitches. The needles were retrieved with graspers. There was no patient involvement, no patient injury, and no medical intervention required.